Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of transmissions revealed that the right atrial lead exhibited noise leading to an inappropriate automatic mode switch. Programming changes were discussed but not performed. The patient was stable.